Manufacturer narrative:
At the time the incident occurred, this device nor a similar device was commercially available in the united states.

Event description:
Further information was provided and identified the patient experienced a loss of neurological function following the placement of bilateral drg leads at c3 for a trial drg system on (B)(6) 2015. As the patient awoke in recovery, she reported she was unable to move or feel her legs. The patient was immediately taken back to the operating room when the leads were explanted. The physician later diagnosed the patient with traumatic hemorrhagic spinal contortion from the placement of the leads. The patient was later able to begin moving her left big toe and was able to feel touch with all four limbs as well as shrug her shoulders. Patient was transferred to a rehabilitation facility for continued treatment. The patient was later reported as a quadriplegic. Further information identified a year or two later, the patient developed pneumonia and subsequently passed away on (B)(6) 2017.

Manufacturer narrative:
Notification that the health care provider submitted device incident reference (dir) (B)(4)to therapeutic goods administration (tga) was received on 09jul2019. Further information was requested but not received. Date of death, details surrounding the incident, device information and provider information are all unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The manufacturer received notice of a healthcare provider submitted report to therapeutic goods administration (tga) of an incident involving a patient who suffered from quadriplegia leading subsequently to death in 2016. No other information is known at this time, including what events led to quadriplegia and death. Due to a lack of information and traceability from (B)(6) on this event, it is unknown if this report has been previously filed, therefore this event is being reported as a precaution.